Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage other four samples were provided to our quality team for investigation. All samples were tested for leakage past stopper and leakage at luer connection. The reported defect was not observed in the samples received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:301073. Batch#:unknown. It was reported that the bd syringe 3ml ll bns had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: (B)(4). Product lot number: 4193532. Complaint details: syringes leaking. Additional information provided: 1. Please provide the date of event for material#304657 & 301073. Customer did not provide event date, but issue was reported to medline 12/31/2024. 2. Please provide the batch# or lot# number for 301073? Unknown. 3. Please provide the address of the facility for us to ship the return label? Medline industries, lp. Attn: (B)(6). 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None reported.